Event description:
Customer reported malfunction on pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting pump, and no further issues occurred after reset; customer was advised to continue using pump and contact support if malfunction recurs.